Event description:
Nonconforming products were found in a case where the titanium plasma coating was missing on implants. No patient impact was reported and the implants were not used.

Manufacturer narrative:
(B)(4).